Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cabinet was not powered on and was offline. A technical support specialist remotely accessed the cabinet and discovered that the network adapter for the drawers was not configured. Proceeded to configure it, and the drawers came back online. Then able to log in to the application. No error messages were observed, and the zones populated as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cabinet was not powering on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.